Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose value of 60 mg/dl on (B)(6) 2019. The user stated the insulin pump did not alert them for the low blood glucose. The customer was treated with emergency room visit, coke, and nutria bar. Troubleshooting was declined. The pump will not be returned for analysis.